Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product" and "deflation as well as textured device". Healthcare professional additionally reported "particles in valve" and "plug strap separated." The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a: partial date of 1996 provided. Continued e1 -- alternate email addresses: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product" and "deflation as well as textured device". Additionally reported was "particles in valve" and "plug strap separated." Affected side is right. The device has been explanted and replaced.